Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03595 / 03596).

Event description:
Patient underwent a right knee revision procedure approximately 5 months post-implantation due to loose femoral and tibial components. All components were removed and replaced.